Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Part not returned to manufacturer for analysis.

Event description:
A site representative, biomed, reported that a component on the navigation system articulating arm was loose. No specific details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. The returned vertek arm was able to lock down and release without issue. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.